Event description:
It was reported that underwent an implantable pulse generator (ipg) explant procedure due to the skin irritation & redness from the ipg. The device was discarded. No further information has been obtained despite good faith efforts.